Event description:
Bivona pediatric tracheostomy tube (5.5 millimeter inner diameter) cuff and balloon broke after the tracheostomy tube was placed. An replacement tracheostomy was placed of the same type and size.